Event description:
While in close proximity to the tv and digital tv converter box, the patient experienced increased stimulation (a sensation similar to an increase in rate) and the tv screen distorted and got fuzzy. The patient normally liked to watch tv from approximately 3 feet away. When the patient moved farther away from the tv screen, the picture would get better. When she left the room, the stimulation went back to normal. Being in close proximity to the tv and digital converter box at her mother's house also caused signal interference. Additional information had been requested, a follow-up report will be sent if additional information becomes available.